Event description:
Felt jada worked but the next day she kept bleeding and ended up with a hole in her uterus [uterine rupture]. Felt jada worked but the next day she kept bleeding [device ineffective]. Jada was "taken out and readjusted for placement and ultimately worked but kept trickling [device use issue]. Case narrative: this spontaneous report was received from a nurse, referring to a 25-year-old female patient, via clinical education specialist (ces). The patient's medical history, concurrent conditions, drug reactions or allergies and concomitant medications were not reported. On (B)(6)2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route (lot and expiration date were not reported) for hemorrhage. The nurse felt vacuum-induced hemorrhage control system (jada system) worked but the next day on (B)(6) 2024, the patient kept bleeding (device ineffective) and ended up with a hole in her uterus (uterine rupture), nurse asked her vacuum-induced hemorrhage control system (jada system) could have caused this. She was taken to the operation room (or) and ultimately had a hysterectomy. The vacuum-induced hemorrhage control system (jada system) suction was at 80mmhg during use, which was longer than 1-hour, total time of use was unknown. The vacuum-induced hemorrhage control system (jada system) was taken out and readjusted for placement and ultimately worked but kept trickling (device use issue). She bled again after removal. Ces was asking a possible cause of the hemorrhage and nurse reported the patient had a whole list of things going on. The patient sought medical attention. No ultrasound was used at any point to evaluate during vacuum-induced hemorrhage control system (jada system) use. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The outcome of uterine rupture was unknown. The reporter's causality assessment was not provided. Upon internal review, the event uterine rupture was considered to be medically significant and event device ineffective was considered to be required intervention (device). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Felt jada worked but the next day she kept bleeding and ended up with a hole in her uterus [uterine rupture] felt jada worked but the next day she kept bleeding [device ineffective] jada was "taken out and readjusted for placement and ultimately worked but kept trickling [device use issue] case narrative: this spontaneous report was received from a nurse, referring to a 25-year-old female patient, via clinical education specialist (ces). The patient's medical history, concurrent conditions, drug reactions or allergies and concomitant medications were not reported. On 24-aug-2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route (lot and expiration date were not reported) for hemorrhage. The nurse felt vacuum-induced hemorrhage control system (jada system) worked but the next day on 25-aug-2024, the patient kept bleeding (device ineffective) and ended up with a hole in her uterus (uterine rupture), nurse asked her vacuum-induced hemorrhage control system (jada system) could have caused this. She was taken to the operation room (or) and ultimately had a hysterectomy. The vacuum-induced hemorrhage control system (jada system) suction was at 80mmhg during use, which was longer than 1-hour, total time of use was unknown. The vacuum-induced hemorrhage control system (jada system) was taken out and readjusted for placement and ultimately worked but kept trickling (device use issue). She bled again after removal. Ces was asking a possible cause of the hemorrhage and nurse reported the patient had a whole list of things going on. The patient sought medical attention. No ultrasound was used at any point to evaluate during vacuum-induced hemorrhage control system (jada system) use. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The outcome of uterine rupture was unknown. The reporter's causality assessment was not provided. Upon internal review, the event uterine rupture was considered to be medically significant and event device ineffective was considered to be required intervention (device). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report created to add company representative reporter email ID, institution for primary reporter, update onset date of event device ineffective from ¿24-aug-2024¿ to ¿25-aug-2024¿.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.